Manufacturer narrative:
Internal complaint reference number:(B)(4).

Event description:
It was reported that, during a procedure, the healicoil knotless anchor pulled out from the bone. It looked like the coil got stuck in the inserter when trying to pull it out of the patient. Patient had very soft bone, which could have been the reason why the anchor pulled out. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.